Manufacturer narrative:
Analysis results: the cause of the customers complaint is s confirmed burnt damage caused by external factors therefore it is concluded that the damage did not originate from the device itself.

Manufacturer narrative:
The device serial numbers or manufacturing numbers were not provided. Manufacture date not provided or identifiable. The complaint was received from a consumer in (B)(6).

Event description:
A consumer alleged that their protective clean power toothbrush caught on fire. No property damage and no injury were reported.